Event description:
It was reported via repair work order that the entire unit had no power due to cpu board cover. It was also reported that the power supply board had a black oily substance on them and power supply board was malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.